Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicating following the backup vvi mode resolved by reprogramming of the device and firmware download, the device was unable to calculate longevity. Abbott technical support was contacted, however, no additional intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The cause of the bvvi was found to be MRI exposure without enabling the MRI settings. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation and no longevity displayed was confirmed. Analysis of device image found the device went into backup mode due to off label magnetic resonance imaging (MRI) use. The longevity was not displayed due to the device being restored from backup vvi. Functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the reported field event is off label MRI usage.